Manufacturer narrative:
This supplemental is being submitted for completed analysis and investigation. Product event summary: one (1) battery (B)(6) was returned for evaluation. Two (2) batteries (B)(6) were not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned device in relation to the reported event. Failure analysis of the returned battery revealed that the device passed visual inspection and functional testing. The battery was able to properly provide power to test controller. Log file analysis revealed that the controller in use during the reported event contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Review of the alarm log file revealed a critical battery alarm logged on (B)(6) 2020 at 04:50:33, due to communication error involving battery (B)(6). Additionally, review of the data log file revealed instances involving (B)(6) where the batteries relative state of charge (rsoc) value was logged between 101-201, which is indicative of a communication error. As a result, the reported critical battery alarm and communication error events were confirmed; however, the reported no power event could not be confirmed. The battery (B)(6) was lubricated prior to the release. A power source lubrication procedure had been performed on (B)(6) and (B)(6) in accordance with the requirements under fsca cvg-18-q4-19 on 29/aug/2018, prior to the reported event. The most likely root cause of the reported event can be attributed to communication errors between the controller and batteries, which may be due to a momentary disconnection on the communication pins of the controller, the controller not receiving responses from the batteries, and/or due to the packet error checking method detecting bit errors. Additional products: (B)(6). H3: yes. H6: FDA method code(s): b15, b17. H6: FDA results code(s): c04. H6: FDA conclusion code(s): d02. (B)(6). H3: yes. H6: FDA method code(s): b15, b17. H6: FDA results code(s): c04. H6: FDA conclusion code(s): d02. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Additional products: heartware ventricular assist system ¿ battery, model #: 1650de/ catalog #: 1650de / expiration date: 31-jul-2019 / serial #: (B)(4), UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 09-jul-2018. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ battery,model #: 1650de/ catalog #: 1650de / expiration date: 31-jul-2019 / serial #: (B)(4) , UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 09-jul-2018. Labeled for single use: no. (B)(4). Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one of the patient's batteries was not providing any power. After routine log file review, the battery exhibited a critical battery alarm and a communication error. Two other batteries also exhibited communication errors. One battery was exchanged while the other two remained in use. No patient complications have been reported as a result of this event.